Event description:
It was reported that a pump on the hl20 device suddenly increased in speed from 2 liter per minute to 11 liter per minute. The first time the operator turned the device off and on and the problem was temporarily resolved. The next day the problem occurred again so the pump was changed to avoid pt injury. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch wil be submitted if additional info becomes available.